Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to sending the device in for repair. There was no delay to the start of pre-cleaning, which was properly implemented. The air/water nozzle was flushed with water and air during pre-cleaning. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with a clean lint-free cloth, brush, or sponge. The air/water nozzle and channel were flushed with a detergent solution. Based on the results of the investigation, the root cause could not be determined. The foreign material was identified as silicone rubber and cellulose fibers. Silicone rubber is used in the packing for the air/water supply valves, the water container connector, and the injection tube connector cap. Therefore, it is possible that due to damage or deterioration, silicone rubber pieces fell off and got into the channel clogging the nozzle. In regards to the cellulose fibers, it is likely the fibers went into the nozzle and became entangled in the silicone rubber. Cellulose fibers are used in cellulose masks and cloths but the source of the fibers cannot be identified. The cause of the material remaining in the device could not be identified. There was no damage to the area where the foreign material was detected and no reported deviations from the instructions for use (IFU) in regards to reprocessing. The event can be detected and prevented by handling the device in accordance with the following IFU: reprocessing manual, chapter 5 "reprocessing the endoscope (and related reprocessing accessories)" and "clean the external surfaces¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer's reported event was found during inspection for use, prior to an unspecified diagnostic procedure. The intended procedure was completed without delay using a different device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had air/water flow issue. Upon inspection of the customer¿s returned device it was observed, the nozzle had foreign object. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, due to clogging of nozzle, air supply volume did not meet the standard value, due to clogging of nozzle, water supply volume did not meet the standard value, due to clogging of nozzle, water removal ability did not meet the standard value, and the adhesive on the bending section cover (a-rubber) had a crack. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.